Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot # f2020402 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the shuttle of a 6f-7f mynxgrip vascular closure device (vcd) didn¿t go down well towards the distal. As a result, the device was removed; and hemostasis was performed by manual compression. There was no reported patient injury. The device was opened in a sterile field. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g6,h1,h2,h3 and h6. As reported, the shuttle of a 6f-7f mynxgrip vascular closure device (vcd) didn¿t go down well towards the distal. As a result, the device was removed; and hemostasis was performed by manual compression. There was no reported patient injury. The device was opened in a sterile field. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The sealant, advancer tube and sealant sleeve were observed in the manufacturing position. The sealant was exposed to little blood. The procedural sheath and 10ml syringe were not returned with the device. No other visual damages or anomalies were observed. Per functional analysis, an applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. No unusual observation with insertion of sheath observed. Next, the shuttle down procedure was simulated. The shuttle advanced through the sheath with little resistance as the sealant was exposed to blood. The returned device performed as intended per the mynxgrip instructions for use (IFU). Without the return of used the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be concluded. Microscopic analysis was not performed as the device was fully functional as per mynxgrip instructions for use (IFU). No physical damage was noted on the shuttle or shuttle tube that could contribute to the cause of the reported complaint. A product history record (phr) review of lot f2020402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.